Event description:
It was reported that the device black covering part of the lens was detached. The issue was found at reprocessing. There was no patient involvement, no harm reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the reported issue of "black covering part of the lens is detached" due to damaged coupler. Additionally, inspection found blurry image due to focus switch was not working and the connector seal was damaged. The most probable cause is traced to component failures, which is expected or random component failure without any design or manufacturing issue. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed". Reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage". Reference page 39 as per IFU. Olympus will continue to monitor complaints for this device. This report will be supplemented if additional information becomes available at a later date.